Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced breast pain ("stabling pain in their breast"), weight fluctuation ("gained 20 after removal I was down 10"), intervertebral disc degeneration ("degenerative disc disease") and cerebrovascular accident ("I had a stroke") and was found to have weight decreased ("lost 10 pounds"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, breast pain, weight fluctuation, intervertebral disc degeneration, weight decreased and cerebrovascular accident outcome was unknown. The reporter considered breast pain, cerebrovascular accident, intervertebral disc degeneration, medical device removal, weight decreased and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: intervertebral disc degeneration. The following information was received from social media lost 10 pounds. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- lost 10 pounds. Reporter information were added. On 23-mar-2020: social media received : reporter information added, event : stroke added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast pain ("stabling pain in their breast"), weight fluctuation ("gained 20 after removal I was down 10") and intervertebral disc degeneration ("degenerative disc disease"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, breast pain, weight fluctuation and intervertebral disc degeneration outcome was unknown. The reporter considered breast pain, intervertebral disc degeneration, medical device removal and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: intervertebral disc degeneration quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report: reporter information and new event degenerative disc disease added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast pain ("stabling pain in their breast") and weight fluctuation ("gained 20 after removal I was down 10"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, breast pain and weight fluctuation outcome was unknown. The reporter considered breast pain, medical device removal and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of ptc. Processed with fu.02. On 20-mar-2020: social media received. New event added: gained 20 after removal I was down 10. Reporter was added. Processed with fu.01. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast pain ("stabling pain in their breast"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal and breast pain outcome was unknown. The reporter considered breast pain and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.